Event description:
An event adjudication form was received and the event was adjudicated as a transient ischemic attach (tia) and this would not be a reportable event.

Event description:
After a carotid stent procedure and during hospitalization, the pt experienced neurological issues similar to stroke symptoms that continued for approximately one (1) month. The symptoms were not pre-existing. The symptoms were not related to the device and no action or treatment was required. Symptoms were resolved.